Event description:
The patient received two leads with the same lot number. It was reported surgical intervention took place on (B)(6) 2013, due to loss of stimulation from the outside of the thigh. X-rays revealed the leads have moved downward. It was further reported a wet tap may have occurred when the needle was pulled out, however, the patient was asymptomatic. The leads could not be advanced due to stenosis and scar tissue. Follow-up identified the leads were left in the place. The sjm representative met with the patient for postoperative reprogramming but was unable to achieve adequate stimulation. The physician gave options to revise the system by referring him out for a surgical lead or managing with pain medication. The patient chose to try the pain medication for the time being. It was further confirmed the patient remained asymptomatic regarding the possible csf leak.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.